Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 2. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2022, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.